Event description:
Allegedly, the doctor was performing a hysteroscopy with polyp removal when the light on the unit turned off. Hospital staff trouble shot the unit for some time before getting the light to come on. The doctor completed the procedure with no adverse impact on pt. The contact stated that troubleshooting added 45 mins to the procedure. Please refer MFR report # 9610617-2013-00025.